Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was not alarming to indicate the battery was low, however the unit was only able to run on battery power for 5 minutes. There was no report of patient involvement.